Event description:
"Caller alleged discrepant results compared with the lab. Less than 2 hours between meter test and lab draw. Pt's therapeutic range is 2.0-3.0. Nurse (B)(6) called to report discrepancy on pt self tester's meter. Pt self tester is new to meter and just started testing in january.

Manufacturer narrative:
Investigation pending.